Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that, after surgery, it has been noticed by the reprocessing service, that the oscillating saw had damaged pins. All pins have been accounted for and have all been found. There is no report of harm, injury, medical/surgical intervention, or extension of procedure time for this individual event.